Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed completely from the patient and the procedure was completed with a mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).